Event description:
It was reported that this patient had an aus that was removed about 6 months ago. The old system was removed because the patient went into retention and a catheter was left for several weeks which lead to an erosion of the cuff. A new aus system, the desired result was achieved and no further surgery was necessary. No additional information was requested since rep states nor him or the physician have further information about the case.